Event description:
It was reported that during surgery to prophylactically replace patient's vns generator, interrogation of the new generator resulted in a message indicating the pulse had been disabled due to the vbat < eos threshold. Interrogation of the generator prior to surgery found no issues. This indicates that the generator was likely exposed to electrosurgical equipment or an electrostatic discharge during the surgery. The surgeon indicated that he did use electrocautery however, only during the explant of the previous generator. A back-up vns generator was implanted. A copy of the generator programming history was returned that confirmed an event occurred resulting in sudden battery drain and possible damage to the generator. A manufacturer representative present at the surgery indicated that electrocautery was not used while the generator was implanted and the generator was located on the instrument tray away from the patient when the electrocautery was used. The generator was at least one foot away from the electrosurgical unit throughout the surgery. The faulted generator was returned and underwent analysis. Analysis confirmed the pulse disabled condition however, the cause could not be determined. No burn marks indicating use of electrocautery were observed. The generator performed to specifications after the output was re-enabled. Since no burn marks were observed on the generator and the physician and manufacturer representative present at the surgery indicated the electrosurgical unit likely did not interact with the generator, it is possible that the generator was disabled by an electrostatic discharge, such as if the physician accidently touched the hex screwdriver shaft and discharged static electricity through the shaft into the generator however the cause of the pulse disabled condition is unknown. No adverse events have been reported as a result of the issue.